Event description:
A hospital in (B)(6) reported that the heater wire adaptor of an rt225 infant bias flow breathing circuit could not be connected to the inspiratory limb. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the heater wire adaptor of an rt225 infant bias flow breathing circuit could not be connected to the inspiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) the rt225 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) number of that product is k20332. Method: the inspiratory limb of the complaint breathing circuit was received for investigation. The pins on the inspiratory limb of the complaint device were tested to see if they could be connected to a heater wire adaptor. Results: the right heater wire pin of the inspiratory limb of the circuit was bent and full insertion of the heater wire adaptor was not possible. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).